Event description:
A malfunction was reported with a malfunction code displayed as malf 6. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue was resolved as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs.